Manufacturer narrative:
No additional diagnostic/functional testing was performed. The issue was identified during routine testing. Replacement parts were ordered and shipped to the customer site. The investigation concludes that no further action is required at this time.

Event description:
It was reported the intellivue mx450 patient monitor did not alarm audibly. The issue was identified during routine testing, the device was not in use on a patient at the time of the event. There was no adverse event reported.